Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the patient experienced swelling at the magnet site and CT scan indicated a magnet had dislocated (reason unknown). There are plans to either replace the magnet and if that is not possible, to explant/reimplant the device.